Manufacturer narrative:
The product was not returned for evaluation and had been intended to be used for treatment. A relationship, if any, between the subject device and the reported event could not be determined since the product was not returned for evaluation. Visual inspection and functional testing could not be performed since the device was not returned for evaluation. Thus, the complaint could not be verified, nor could a root cause be determined with confidence. If the product associated with this event is returned at a future date, this evaluation will be reopened for investigation. Potential factors unrelated to the manufacturing or design of the device which could have contributed to the reported event includes: the rf controller may have been turned off following connection of the wand or source power may have been interrupted. The ambient super turbovac 90 ifs wand incorporates a single-use feature which is designed to prevent reuse of the wand. There are other factors that could contribute to an e-7 error such as disconnecting the wand from the controller after power has been turned on, previous use or incorrect power cycling of the controller. Also, a reprocessed wand used by the customer will exhibit an e-7 error. There are no indications to suggest the device did not meet product specifications upon release into distribution.

Event description:
It was reported that during the surgery the radio frequency was connected and immediately the console gave an e7 error. The radio frequency was not in contact with the patient. No patient injuries or delay reported. Back-up device was not available. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
The device, used in treatment, was returned for evaluation. There was a relationship found between the returned device and the reported incident. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. A complaint history review found no related failures; this failure mode will be trended to assess for any necessary corrective actions. Visual inspection of the device showed minimal erosion of the electrodes. The device was measured using a multimeter, which read 1.2 kohms. An e-7 error occurred. The device was tested, and it was revealed that the device's ablate and coagulate functions performed as intended. Suction performed as intended. The complaint was verified with several root cause that could have contributed to the reported error e-7 message. The rf controllers may have been turned off following connection of the wand or source power may have been interrupted prior to wand activation. Other factors that could contribute to this kind of error include disconnecting the wand from the controller after power has been turned on; previous use or incorrect power cycling of the controller. No containment or corrective actions are recommended at this time. There were no indications that would suggest that the device did not meet product specifications upon release into distribution.